Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide sys received a report from a dr's office that a female pt had 2 cups burst during use. No injury occurred; however, the contact lenses were lost. The MFR is implementing corrective actions to prevent recurrence of this event.